Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a leveen superslim electrode was used during a radiofrequency ablation (rfa) procedure in the liver performed on (B)(6) 2013. According to the complainant, when the outer packaging of the device was opened, a hair was noticed inside the inner packaging of the device. Another leveen superslim electrode was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
It was reported the patient is over 18 years. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the complaint device found two pieces of dark foreign material inside the sealed packaging inside the tray. The two fibers were measured to be approximately 12 and 14 mm in length. One of the fibers were uniformity in diameter, had blunt ends, and a sheen on the surface. The complaint was confirmed. Communication with the leveen electrode cable supplier determined the foreign matter was most likely remnants from the deflashing of the triangular plug during the supplier's manufacturing process. Therefore; the most probable root cause is supplier manufacture. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on august 6, 2013 that a leveen superslim electrode was used during a radiofrequency ablation (rfa) procedure in the liver performed on (B)(6) 2013. According to the complainant, when the outer packaging of the device was opened, a hair was noticed inside the inner packaging of the device. Another leveen superslim electrode was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.